Event description:
During the device evaluation, it was found that the balloon port and the connector were corroded on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is component failure, indicating an expected or random failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.